Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.please find below the conclusion of the analysis provided to the subsidiary: "at interrogation on (B)(6) 2021 (before the event date), the v sensing polarity for this unipolar v lead was already bipolar - v pacing polarity was unipolar. The root cause why v sensing polarity was at bipolar could not be determined (lack of historic files). On the event date, when the user attempted to permanently reprogram the v pacing polarity from unipolar to bipolar, the device (as per specification) correctly ¿refused¿ to do so and correctly gave a warning message about the lead being unipolar. After automatic execution of the so called ¿lead polarity check¿ automatically forced whenever attempting to permanently reprogram the sensing / pacing polarity from uni to bi - as per spec, lead polarity checks are not called / executed when the user temporarily changes polarities from within a given test screen. Since the ¿complaint¿ is about the system having allowed (on the event date) to change to bipolarity during the sensing / pacing tests, the observed behavior is according to specification (= no polarity checks for temporary programmings within tests) the v egm¿s of the v threshold measurements done - prior to the permanent reprogramming on 11 october 2022 of the v sensing polarity from bi to uni - were therefore** recorded in bipolar configuration and therefore produced a flat egm (when v pacing polarity during the test was unipolar) or an egm with ¿artefacts¿ when the v pacing polarity was set to bipolar ¿ these artefacts were probably misinterpreted by the user as capture.

Event description:
Follow-up of device (event date = (B)(6) 2022). The event is related to the ventricular level. At initial interrogation of the device, the 'permanent' programmed setting for 'v sensing polarity' was bipolar while 'v pacing polarity' was set to unipolar. During the ventricular sensing test of the follow up, we noticed a flat ventricular egm (no r wave was sensed) during the ventricular pacing threshold no ventricular depolarization was seen. During the ventricular sensing test, the sensing polarity could temporarily be switched from bipolar to unipolar, the ventricular threshold test was possible in both unipolar and bipolar. When the threshold test was done in bipolar, we observed a depolarisation on the egm. Unipolar pacing tests were performed with external EKG and showed effective pacing. After recovering information, it happens that the ventricular lead is a unipolar ela stella lead. So it appears that the device allowed me to set bipolar sensing and pacing, although it shouldn't and theoretically is able to recognize unipolar or bipolar lead and forbid setting in bipolar a device plugged on a unipolar lead. This is the subject of my complaint, the device has been mistaken about the lead polarity.